Event description:
A dialysis facility has reported that within 10 minutes of being placed on dialysis treatment the patient developed cough, chills, rigors, hypotension as well as vomiting. This patient had been using the 200nre dialyzer for approximately 3 weeks. Gravol was given and the feeling of unwellness continued until the end of the run. Also, a fever had developed by this time. All symptoms and fever disappeared after being transfused and taken off dialysis. Cbc was drawn but nothing unusual was noted. Treatment sheets received in 2005. The patient's md was notified and the rn received orders to send this patient to the ER for further evaluation. The patient continues dialysis as an outpatient with a different dialyzer from a different manufacturer and has not experienced any further ill effect. The device is not available for evaluation.